Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative stated the patient texted that their implantable neurostimulator (ins) had depleted by 50% within 24 hours. The representative noted that the patient does not have excessive settings and has dystonia, with no falls reported. At the last interrogation, impedances were normal. The representative indicated plans to see the patient, but that it would take some time, and confirmed they were not with the patient at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026, patient handset read 'battery very low; recharge your neurostimulator battery to restore therapy. Battery level is too low to provide therapy. Service code:634'. Patient notes that battery is discharging faster than normal and this should not have happened. Patient expressed frustration and rep met with patient later that day to address issue. They interrogated his device and found that segment 2c is an open circuit and removed that from his programming (all groups). In his active group (group b, default), they increased segment 2b by 0.3ma, due to the removal of 2c, which he tolerated with no side effects. They ran a battery longevity estimate with this new setting and it stated the device battery would last 8.2 days from 100% to 0%, confirming the integrity with removal of the open circuit. We knew about 2a from the last time below. Asked if there were any falls or anything else that may have contributed to this open circuit. He said no to the falls, but then admitted that he ¿tripped/stumbled¿ into the wall towards his left side and his arm braced his body weight against the wall.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that cause of patients anxiety and sleep disruption was unknown. Rep reported that patient had an open circuit on electrode 2a, electrode 2a was removed from programming. Rep reported that impedance issue has resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that cause remains unknown. They were scheduled to meet with patient on 10/31, but patient experienced significant anxiety and sleep disruptions such that they could not make that meeting. Additionally, patient has significant transportation difficulties and live 4 hours away from rep making meeting difficult. (B)(6) 2025, at 8pm, his battery was charged to 100%. At 12:00pm, (B)(6) 2025, his battery was 50% on his pt programmer. Within 6-8min of recharging, he reached 60% battery, so he must have been in the high fifties %; he charged to 100% in 35 minutes. Rep notes that patient has significant settings, but they have not changed in some time and typical period between charging session is 3 days where ins falls to 60%, so there has been a meaningful change in time between recharges. Additional information received from rep indicating that they are scheduled to meet on 11/18 at which point they will run some diagnostics. Device battery at current settings is draining about 50% in 24 hours, recharges within 35-40 minutes to 100%.